Manufacturer narrative:
Bayer case number: (B)(4). I have finally come to understand the pain I have been living with for many years [pelvic pain female]. Persistent headaches [persistent headache]. Severe tiredness [fatigue extreme]. Two years ago, I stopped working for 6 weeks because I couldn't stand up anymore, [difficulty in standing]. Heavy and very painful periods [heavy periods]. I couldn't do any housework [inability to work]. He doctor suspected burnout [burnout syndrome]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-apr-2026. The most recent information was received on 23-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I have finally come to understand the pain I have been living with for many years") in an adult female patient who had essure inserted (lot no. A69943) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2024 she experienced dysstasia ("two years ago I stopped working for 6 weeks because I couldn't stand up anymore,"). On unknown date she experienced pelvic pain (seriousness criterion medically important), headache ("persistent headaches"), fatigue ("severe tiredness"), heavy menstrual bleeding ("heavy and very painful periods"), impaired work ability (" I couldn't do any housework") and burnout syndrome ("he doctor suspected burnout"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered burnout syndrome, dysstasia, fatigue, headache, heavy menstrual bleeding, impaired work ability and pelvic pain to be related to essure administration. The reporter commented: I only learned a few weeks ago that essure implants were taken off the market in 2017! After a lot of reading and researching my symptoms, I have finally come to understand the pain I have been living with for many years. "These implants have been effective as a contraceptive but are really very bad for your health. I'm thinking of having them removed.". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Batch number- a69943; manufacture date- 2012-11-30; expiration date- 2015-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) I have finally come to understand the pain I have been living with for many years [pelvic pain female] , persistent headaches [persistent headache] , severe tiredness [fatigue extreme] , two years ago, I stopped working for 6 weeks because I couldn't stand up anymore, [difficulty in standing], heavy and very painful periods [heavy periods] , I couldn't do any housework [inability to work] , he doctor suspected burnout [burnout syndrome] . Case narrative: the below report was received by health authority ansm (reference number: (B)(6) on 13-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I have finally come to understand the pain I have been living with for many years") in an adult female patient who had essure inserted (lot no. A69943) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2024 she experienced dysstasia ("two years ago I stopped working for 6 weeks because I couldn't stand up anymore,"). On unknown date she experienced pelvic pain (seriousness criterion medically important), headache ("persistent headaches"), fatigue ("severe tiredness"), heavy menstrual bleeding ("heavy and very painful periods"), impaired work ability (" I couldn't do any housework") and burnout syndrome ("he doctor suspected burnout"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered burnout syndrome, dysstasia, fatigue, headache, heavy menstrual bleeding, impaired work ability and pelvic pain to be related to essure administration. The reporter commented: I only learned a few weeks ago that essure implants were taken off the market in 2017! After a lot of reading and researching my symptoms, I have finally come to understand the pain I have been living with for many years. "These implants have been effective as a contraceptive but are really very bad for your health. I'm thinking of having them removed.". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.